Event description:
It was reported that the catheter became dislodged. The caller stated that the catheter ¿slipped out of place¿. The caller was unsure when the event occurred or if there were any patient symptoms. The medication delivered by the device was unknown. It was later reported that the catheter was dislodged at the distal end. A revision was performed to splice the catheter. The pump delivered normal saline at the time of the event. The reporter stated that the patient was currently receiving medication; however, the therapy delivered by the device was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).